Manufacturer narrative:
The accu-chek inform ii meters' serial numbers were as the following: meter 1: (B)(6). Meter 2: (B)(6). Meter 3: (B)(6). Meter 4: (B)(6). The test strips were requested for investigation on 02-aug-2024. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 2). At 3:57 pm the patient was tested on meter 1 and the result was 254 mg/dl and it was deemed to be correct. The patient was feeling okay when being tested for this result. At 4:09 pm the patient was given 6 units of humalog insulin based on the initial result of 254 mg/dl and on a sliding scale which was not provided. The customer mentioned that the patient stated feeling hypoglycemic symptoms of feeling shaky and a sample was drawn at 5:38 pm and tested in the laboratory. The laboratory result was 55 mg/dl and it was deemed to be correct. The patient was given a glucose gel pack to eat and was able to eat it themselves. The customer continued testing the patient. At 5:43 pm the patient was tested on meter 2 and the result was 380 mg/dl. At 5:47 pm the patient was tested on meter 2 and the result was 78 mg/dl. Reportedly, the patient started to feel better after eating the gel pack and was tested at: at 6:56 pm the patient was tested on meter 3 and the result was 190 mg/dl and was deemed to be correct. At 8:02 pm the patient was tested on meter 4 and the result was 116 mg/dl and was deemed to be correct. The qc for meter 1, meter 2, meter 3, and meter 4 was performed on the day of the event and they were all acceptable.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem.